Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a gore dry seal 18 fr sheath caused a left external iliac artery dissection while trying to insert the sheath. The patient expired the same day due to slow ventricular tachycardia-cardiomyopathy. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).